Event description:
A nurse reported that anterior vitrectomy probe could not connect to the equipment. The staff tried to connect the probe to several systems, however, it could not connect to any of them. It was noted that the pt was a child under general anesthesia. There was an extension of the surgery time as a result of the event. Additional information was provided indicating that the planned procedure was an intraocular lens implant procedure for an aphakic eye. The event occurred after the incision had been made. It was noted that the surgeon had attempted to connect the vitrectomy probes to four different systems without success. The case was able to be completed without harm to the pt. This report represents one of the four systems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).